Event description:
During a scoliosis procedure, the simple persuader for click'x locked onto the last screw head being placed and would not release. Surgeon had to remove the rod so the screw could be removed. He then replaced the same rod, used a new screw and another instrument to complete the procedure, extending the time by about 1 hour.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Review of the manufacturing records for this lot number has been requested.